Manufacturer narrative:
The meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's mother contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio iq meter had a cracked display. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged display issue began on (B)(6) 2015 after the patient's school friends had been playing with the meter. The patient manages his diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to his usual diabetes management routine after becoming aware of the alleged display issue. The reporter claimed the patient developed hypoglycemia and had symptoms of shivering and felt nauseous on (B)(6) 2015 after the alleged display issue began. The reporter denied the patient received any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.